Event description:
Insufficient weight loss. The gambro technical services rep found that the ultrafiltration "cca" was not sending signal to the ultrafiltration pump; pump not running. There was no pt injury or medical intervention.